Manufacturer narrative:
Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller is not charging therefore the ins could not be charged. The consumer reported that the ins was dead. It was reported that the rechargeable battery does not charge. It was reported that the patient was in severe pain. The controller was unavailable at the time of the report; therefore, no troubleshooting could be performed. The consumer called back with the controller available and troubleshooting was done. The controller screen was blank, and the battery was taken out and re-inserted and controller worked.

Manufacturer narrative:
Product ID: 97745bp, lot# nlh020510n, serial# (B)(4), product type: accessory. Analysis of the recharger 97745bp with serial# (B)(4) found no evidence of anomaly. Fdr code applies to the recharger. Fdc code applies to recharger and fdm applies to recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational received from the patient reported that they received a replacement battery and the issue about the ins been dead has been resolved.